Event description:
Physician successfully delivered one resolute integrity drug-eluting stent to the rca. The physician then attempted to deliver another resolute integrity drug-eluting stent to a slightly calcified lesion in the rca with 90% stenosis and moderate tortuosity but the stent could not cross. As it was difficult to cross the target lesion for the initial attempt, force was applied more than usual. The relevant device was removed from the guide catheter and a guidewire was added for the operation. After that, when the physician attempted to insert the relevant device onto the guidewire, it was confirmed that the distal edge of the stent strut was lifted. The physician stopped the use of the relevant device and the operation was completed by using another resolute integrity stent. No adverse event occurred. Evaluation summary: no resistance was felt during initial mandrel movement. There was multiple bends along the hypotube, most likely occurring as the device was being recoiled for return. The distal tip was pinched and flared, indicating that it may have been stubbed on advancement towards the target lesion. The guidewire entry port was slightly torn. The stent was positioned correctly between the inner shaft markers as per specification requirements. Multiple struts from the 1st distal stent segment were raised and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis, slight calcification and moderate vessel tortuosity). Failure to follow instructions (excessive force used). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis, slight calcification and moderate vessel tortuosity). Inherent risk of procedure (stent deformation). Failure to follow instructions (excessive force used). (B)(4).